Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while attempting to dilate the lesion using a sprinter legend balloon, the balloon burst due to resistance in the calcified lesion. The balloon was reported to have been removed intact with no adverse outcome to the patient. The physician also attempted to use a nc euphora balloon . It was reported that while attempting to dilate the lesion the balloon burst due to resistance in a calcified lesion. The balloon was reported to have been removed intact with no adverse effect on the patient.